Event description:
It was reported that at least three (3) Clearlink Y-Type Cath Ext Set leaked from unspecified location during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: Unique Device Identifier (UDI) # is based on the DI information as no lot number was provided by the reporter. E1: Initial Reporter City: (b)(6). E1: Initial Reporter Postal Code: (b)(6).H11: The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.